Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing a discrepancy of more than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for troubleshooting if the issue reoccurs.